Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies not on the bus. A field service engineer inspected legacy half-height cubie drawer 5-1 in auxiliary. Pockets d5 and e5 released on drawer open/close and moab required. The fse cleaned and tested moab but the issue persisted. The fse inspected and swapped retractor band and module interface board but no change and determined that moab was faulty. The field service engineer replaced moab and tested successfully in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the cubies were not on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the cubies were not on the communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Section h imdrf annex g grid. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies not on the bus. A field service engineer inspected legacy half-height cubie drawer 5-1 in auxiliary. Pockets d5 and e5 released on drawer open/close and mother board (moab) required. The fse cleaned and tested moab but the issue persisted. The fse inspected and swapped retractor band and module interface board but no change and determined that moab was faulty. The field service engineer replaced moab and tested successfully in both diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.